Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an 18% decrease in the remaining longevity in the past six months. Premature battery depletion was suspected, so the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned s-ICD was thoroughly analyzed. It was noted the device had not reached elective replacement indicator (eri) battery status while implanted. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an 18% decrease in the remaining longevity in the past six months. Premature battery depletion was suspected, so the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.